Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose of 450 mg/dl. They did not mention any form of treatment. The customer also reported that the device had alarmed a pump error and shut itself off. Troubleshooting was performed. The alarm occurred immediately after a battery change. The alarm was resolved. The device will not be returned for analysis.